Event description:
New device settings and diagnostic results as of (B)(6) 2014 were provided. Surgery is likely but has not taken place.

Event description:
It was reported that the patient has recently experienced an increase in seizures. It was reported that the increase was above the patient's pre-vns baseline frequency. It was reported that the patient missed two doses of medications and attended the patient's sister's wedding. The physician added another medication. Device diagnostics were within normal limits. Attempts to obtain additional information have been unsuccessful to date.